Manufacturer narrative:
Initial.

Event description:
It was reported that the charger intermittently failed to charge, with a solid green indicator light followed by cessation of charging within minutes, and a replacement was arranged after troubleshooting. Symptoms included no adverse clinical effects. Outcomes included the need for replacement supplies. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed an intermittent charger performance issue consistent with a potential charger or cable malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an electrical component issue leading to intermittent function.